Manufacturer narrative:
In review of the file, it was found that the manufacturing date of the product is different from the one originally submitted. Section h4 : device manufacture date : (B)(6) 2008 h3 other text : placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age / date of birth: unknown / not provided. (B)(6). (B)(4). Device evaluation: the femtosecond laser machine was examined and tested at the customer location by an jjsv field service specialist (fss). The fss confirmed a galvo shift. The galvo block assembly that was replaced to resolve the issue. A preventative maintenance was performed. The fss performed a field service checklist. The system was verified for all modes of operations. The system met jjsv specifications. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
During a refractive laser treatment, a residual hyperopia patient experienced a decenter flap on both eyes. A description from the surgery center indicated upon initiation of treatment the surgeon immediately saw that the laser ablation was not centered on the cone but de-centered inferiorly. The surgeon chose not to abort the cut as it was within the corneal limbus and considered adequate for the planned excimer laser treatment. The surgeon treated the left eye with similar setting, this time the inferior flap edge approximated the limbus. The left eye required manual dissection over 2 -3 clock hours inferiorly. The laser treatment was completed and successful. The patient outcome was well with patient expressed satisfaction. A johnson & johnson field representative visited the site location and replaced the galvo block assembly.